Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s pain, range in motion and strength as of yesterday ((B)(6) 2018) were better but were still not back to baseline. The patient¿s identifying information and serial numbers of the two trial leads and ens were reported. It was reported that the patient weighed (B)(6) pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown; product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an external neurostimulator (ens) for an unknown indication for use. It was reported that the patient has a medical history of multiple back surgeries. It was reported that the patient woke up after her trial procedure with complaints of bilateral leg pain and decreased range of motion, which were both greater on their left lower extremities. Factors that may have led or contributed to this issue was the stimulation trial. It was reported that a physical exam was done by the medical doctor during post operation. It was reported that the rep programmed the patient using the special density programming and demonstrated its use to the patient¿s daughter who they then demonstrate what they were taught. The plan was to let the patient¿s leg pain calm down for a day or two and to turn stimulation on when they were ready. The rep then left the surgery center. Later on, the rep received a text from one of the employees stating that the medical doctor pulled the leads. It was reported that the rep went back to the surgery center and found that the patient, medical doctor and most everyone else had already left for the day. The rep spoke to the patient¿s daughter today to see how the patient was fee ling and learned that they had been sent to the hospital for an MRI and were admitted for observation and pain control. It was reported that the rep believed they were discharged yesterday ((B)(6) 2018). Today, the patient still had left leg pain that was steadily getting better and also had improved range of motion. The patient was able to ambulate with assistance, but still couldn¿t fully support weight on their left leg. No surgical intervention occurred or was planned. The issue had not resolved at the time of the report. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.